Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration/ migration of essure device location of device: unknown, abdominal cavity"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)"), genital haemorrhage ("persistent bleeding") and neoplasm malignant ("tumor / teratoma / cancer type") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 627740) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2001, (B)(6) 2004 and common cold. Previously administered products included for pregnancy prevention: iud. Past adverse reactions to the above products included pain with iud. Concurrent conditions included hypothyroidism, tachycardia, cough, hypertension, high cholesterol and overweight. Concomitant products included atenolol since 1997, levothyroxine sodium (synthroid) since 1992, sertraline (zoloft) and thyroid (armour thyroid) since 1992. On (B)(6) 2008, the patient had essure inserted. In may 2009, the patient experienced pelvic pain ("pain"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In august 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and wound complication ("wound complications"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), neoplasm ("tumor / teratoma / cancer type"), teratoma ("tumor / teratoma / cancer type"), neoplasm malignant (seriousness criterion medically significant), abdominal pain ("abdomen pain/ severe abdominal pain") and scar ("excessive scarring"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, insomnia, bladder disorder, urinary tract disorder, nausea, dyspareunia, neoplasm, teratoma, neoplasm malignant, fatigue, ovarian cyst, wound complication and scar outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, nausea, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, scar, teratoma, urinary tract disorder, urinary tract infection, vaginal infection and wound complication to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of 27-feb-2018: 165 lbs. Approximate weight at the time of essure placement: 140 lbs. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration/ migration of essure device location of device: unknown, abdominal cavity"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), complication of pregnancy ("pregnancy (with complications)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)/ pregnancy (termination)"), genital haemorrhage ("persistent bleeding") and neoplasm malignant ("tumor / teratoma / cancer type") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 627740) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2001, (B)(6) 2004) and common cold. Previously administered products included for pregnancy prevention: iud. Past adverse reactions to the above products included pain with iud. Concurrent conditions included hypothyroidism, tachycardia, cough, hypertension, high cholesterol and overweight. Concomitant products included atenolol since 1997, levothyroxine sodium (synthroid) since 1992, sertraline (zoloft) and thyroid (armour thyroid) since 1992. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and wound complication ("wound complications"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), neoplasm ("tumor / teratoma / cancer type"), teratoma ("tumor / teratoma / cancer type"), abdominal pain ("abdomen pain/ severe abdominal pain") and scar ("excessive scarring"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (unilateral salpingectomy), surgery (termination) and surgery (termination). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, complication of pregnancy, abortion of ectopic pregnancy, genital haemorrhage, neoplasm malignant, pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, insomnia, bladder disorder, urinary tract disorder, nausea, dyspareunia, neoplasm, teratoma, fatigue, ovarian cyst, wound complication and scar outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, bladder disorder, complication of pregnancy, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, nausea, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, scar, teratoma, urinary tract disorder, urinary tract infection, vaginal infection and wound complication to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 165 lbs. Approximate weight at the time of essure placement: 140 lbs. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration/ migration of essure device location of device: unknown, abdominal cavity"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)"), genital haemorrhage ("persistent bleeding") and neoplasm malignant ("tumor / teratoma / cancer type") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 627740) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2001, (B)(6) 2004) and cold. Previously administered products included for pregnancy prevention: iud. Past adverse reactions to the above products included pain with iud. Concurrent conditions included hypothyroidism, tachycardia, cough, hypertension, high cholesterol and overweight. Concomitant products included atenolol since 1997, levothyroxine sodium (synthroid) since 1992 and thyroid (armour thyroid) since 1992. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), neoplasm ("tumor / teratoma / cancer type"), teratoma ("tumor / teratoma / cancer type"), neoplasm malignant (seriousness criterion medically significant), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), wound complication ("wound complications"), abdominal pain ("abdomen pain/ severe abdominal pain") and scar ("excessive scarring"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, insomnia, bladder disorder, urinary tract disorder, nausea, dyspareunia, neoplasm, teratoma, neoplasm malignant, fatigue, ovarian cyst, wound complication and scar outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, nausea, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, scar, teratoma, urinary tract disorder, urinary tract infection, vaginal infection and wound complication to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Current weight as of (B)(6) 2018: 165 lbs. Approximate weight at the time of essure placement: 140 lbs. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Event migration of essure device location of device: unknown, abdominal cavity was clubbed with previously reported event. Events ectopic pregnancy with contraceptive device, device ineffective, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, insomnia, bladder disorder, urinary tract disorder, nausea, dyspareunia, neoplasm, teratoma, neoplasm malignant, fallopian tube perforation, fatigue, ovarian cyst, wound complication, abdominal pain, scar were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.